Manufacturer narrative:
(B)(4). Additional information: the returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, trocars were leaking co2; 1500 liter co2 was used on two insufflators to create any working space. The outer iris valve (not the transparent part but the black part) was inside out. The event occurred when removing a 12mm instrument. This gave an open view from the outside trocar into the abdomen and therefore a co2 leak. It is unknown how this procedure was completed. There were no adverse consequences for the patient.